Event description:
Procedure type: lobectomy. According to the reporter: while firing the device stopped. The firing was not completed. The surgeon retracted black return knob and noticed staples that where not formed pierced the tissue. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).